Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 21 2020 additional information received indicated that the patient underwent bilateral replacements as follow: right replaced with cat#: 3505004bc, sn#: (B)(6), and left replaced with cat#: 3505004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, a crease was observed on the anterior view. Additionally, a tear within the crease was found measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/25/20, indicated that the patient had the implant removed on (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove/ the pc surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). Removal of pc surgical intervention.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: mentor smooth round high profile 330cc saline breast implant, cat#:3503330 sn#: (B)(4). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round high profile 330cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.